Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away after the implant of their implantable pulse generator (ipg) system. It was reported that after the implant procedure and the patient was returned to their room, the patient immediately felt discomfort. The patient experienced an acceleration of their heart rate and then experienced a cardiac arrest. Rescue attempts were unsuccessful and the patient passed away.